Manufacturer narrative:
.

Manufacturer narrative:
Evaluation description: final analysis found an hybrid u2 combo chip anomaly which resulted in an error message. Battery current and all other functions were observed to be normal with the new battery. Implant duration exceeded the device year projected longevity and is considered normal battery depletion.

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. Device reprogramming was attempted but was unsuccessful. The device remained implanted. The patient was asymptomatic and in good health and would continue to be monitored.

Event description:
New information notes on (B)(6) 2015, the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.